Manufacturer narrative:
Updated: a1 event date. The procedure was a robotic sp hysterectomy performed on (B)(6) at 8:00 am. During the surgery, while using the scissor for tissue dissection, a fragment of the instrument detached. The tip cover was only partially retrieved by visually searching for it and attempting to reassemble the pieces; however, a small fragment could not be located because it broke into multiple pieces and was not visualized. No additional surgical procedure was required to remove the fragment, although an x-ray was performed to assist in locating it. The procedure was successfully completed using the sp platform, and a backup sp monopolar scissor was used to finish the operation. There was no injury to the patient, and the patient has not returned to the hospital for any complications related to a retained foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the single port (sp) monopolar curved scissors (mcs) tip broke off inside the patient during a gynecologic procedure, with no indication that it was retrieved. It took the operating room (or) team a very long time to complete the procedure. It was unknown what caused the damage to occur. The surgeon was unable to retrieve the tip. An intuitive surgical applications engineer observed two cases at the customer site, and the sp mcs tip seemed to be correctly installed by the scrub tech with no issues noted.